Event description:
The field engineer noted the sbc stopped working, displaying a frame sync error. Frame sync error will result in a loss of live image. The renders the system unusable. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc was evaluated and replaced. The system was tested and found to be working as intended and returned to service.